Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered five infusion sets cannula kinked events on two on (B)(6) 2024 within 3 hours after insertion. The site of insertion was thigh. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.